Event description:
It was reported that the catheter was kinked and was related to the previously reported occlusion.

Event description:
It was reported the patient experienced withdrawal; the intrathecal drug morphine was suspected. The morphine and droperidol were increased on (B)(6) 2012. The entire device system was replaced. The device was disposed of. The outcome was resolved without sequelae.

Event description:
Additional information: it was later reported that medication dose adjustments also included intake of "phenergan 25mg qid prn". In regards to the pump "battery depletion" was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal with symptoms of nausea, vomiting, and exhaustion post refill. A "sluggish catheter" was reported. A catheter access port (cap) contrast study was done which revealed an inability to aspirate the catheter. Interventions included reprogramming/ refill/and bolus during which the morphine dose was decreased 8 times between (B)(6) 2012. It was later reported that there was a catheter occlusion. It was unclear if it was partially or totally occluded. The event was ongoing. The drugs delivered via pump were morphine, bupivacaine, droperidol, and fentanyl.

Manufacturer narrative:
Concomitant medical products: catheter: model 8731, serial# (B)(4), implanted: (B)(6) 2006. (B)(4).